Manufacturer narrative:
The device is expected to be returned for evaluation. It is yet to be received.

Event description:
The customer reported a tego connector that during hemodialysis, a large number of micro-bubbles appeared in the arterial line just distal of the tego. The customer stated the venous chamber was primed and filled before the bubbles were noted. There was patient involvement, but no blood loss, no serious injury or death, no property damage, and no medical or surgical intervention required. The device was replaced with no further problems encountered. The patient returned to baseline.

Manufacturer narrative:
H10: one (1) used list # d1000, tego¿ connector; lot # 3864639 was received on (B)(6) 2020 for evaluation. No damage or visual anomalies were noted. No mating devices were returned to evaluate with the used tego. The used tego was vacuum and pressure leak tested. The used tego met pressure leak expectations outlined in the product performance specification. The complaint was unable to be replicated or confirmed. The device history review for lot 3864639 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. Additional information in d10 date returned to mfg is june 17, 2020.